Event description:
The patient reported that they would like to meet with their local manufacturer representative (rep) to check their implant because the implant was only charging half way since (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they could not get the battery to charge past half way. They spoke with the manufacturer representative (rep) and was told to leave the charger on battery longer and it would charge fully. The patient did as instructed and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.